Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of an implantable cardioverter defibrillator (ICD) and prior to defibrillation testing the patient complained of nausea and shortness of breath. Following, the patient ¿quickly desaturated and lost consciousness.¿ cardio-pulmonary resuscitation was started, and the patient was found to be pulseless. ¿the code was called¿ and the patient is deceased. No other information is known at this time.